Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A common femoral artery (cfa) puncture was confirmed, but it is unk if a pre-deployment angiogram was performed. The angio-seal device was deployed and hemostasis was achieved without any complications. The next day, the patient was discharged. On (B)(6)2010, when the patient was at home using the bathroom, a sound from the puncture site was heard and bleeding was found. The patient immediately went to the hospital emergency room. A 4x4cm pseudoaneurysm was detected with an echogram. Manual compression was applied, and the patient was admitted to the hospital for observation. The patient was scheduled for surgery for vessel repair at another hospital on (B)(6)2010, however, the size of the pseudoaneurysm had decreased in size by 2cm. The surgery was cancelled and the pt was discharged from the hospital. On (B)(6)2010, the patient went back to the hospital for a f/u visit. The pseudoaneurysm had almost absorbed and diminished completely. The next day, the pt was discharged. Add'l info was not available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.